Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: on (B)(6) 2011 - the pt underwent implant of a bard flat mesh during a robotic-assisted laparoscopic sacrocolpopexy to treat pelvic organ prolapse. During the procedure it was noted "there was a small bladder injury which was immediately repaired." The pt alleges post operative complications.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and the medical records provided included only implant operative notes. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.